Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: the hcp noticed human hair into the cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2022-10-12. H.6. Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed foreign matter on the inside of the tube. There is a brown/black hair that is lodged under the hemogard closure and the tube. Additionally, 90 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: the hcp noticed human hair into the cap.